Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced a hypoglycemic event on (B)(6) 2016. Patient's partner/coworker checked on patient because he did not show up for work and called paramedics. Paramedics arrived and treated the patient with glucose. Patient reported that he was not transported to hospital and recovered okay. Patient reported that he thinks he remembers his continuous glucose monitor (cgm) alarming for the low blood glucose (bg), but he did not wake up from it. There was no alleged device malfunction. The patient's cgm and finger stick bg values at the time of the event is unknown. At the time of contact, patient is fine. No additional patient or event information was provided.